Manufacturer narrative:
(B)(4). Date sent: 5/17/2021 d4: batch # u95p9r h6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with the jaws in the closed position and with two clips not properly formed and stuck between the jaws. Upon visual inspection, the trigger was noted to be stuck and the advancer component was advanced between the jaws. Further analysis showed that the tip of the advancer was bent. The instrument was disassembled, and upon disassembly, the advancer was confirmed to be bent and eleven clips were found inside the clip track. The "stuck" clips, the advancer damage, and advanced component may have caused the device to not open properly; however, no conclusion could be reached as to what may have caused the clip jamming. The event reported was confirmed and it is related an improper use of the device. It should be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.